Manufacturer narrative:
Updated h6 with event history log. The device was received for evaluation, and the exposed portion of the soft cannula was observed to be stretched which caused the soft cannula to measure out of specification, 42.78mm in length. The exposed part of the soft cannula was also found to be flattened. A tear was found in the unexposed portion of the soft cannula. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. The data downloaded from the device did not show any timeouts or drive stalls during the run. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was observed to be stretched which caused the soft cannula to measure out of specification, 42.78mm in length. The exposed part of the soft cannula was also found to be flattened. A tear was found in the unexposed portion of the soft cannula. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. The data downloaded from the device did not show any timeouts or drive stalls during the run. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian (lg) reported the patient¿s blood glucose levels were around 22 mmol/l (396 mg/dl) while the pod was worn on the arm between 5 and 24 hours. The patient¿s lg reported the pod was activated on november 17 and was removed on november 18 due to persistent hyperglycemia while at school. The adhesive was reported to be secure, there was no insulin smell, no site issues, and the cannula appeared normal. As treatment a new pod was applied. The device evaluation found the cannula to be stretched, flattened with a tear in the unexposed portion of the cannula.